Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d274trk bi-ventricular (bi-v) defibrillator (B)(6) 2010; 4574-53 implantable pacing lead (B)(6) 2003; 6947-65 implantable tachy lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator. It was also reported that there was early battery depletion due to high atrial and left ventricular threshold/outputs. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.